Event description:
R.n. Attempted to catheterize pt with bard foley tray, #16 fr. She met resistance and was unable to advance catheter. On removal, it was noted that the tip of the catheter was missing, having broken off through the eye. The tip of the catheter was not found. On may 12, 1997 pt underwent cystoscopy for removal of foreign body. Tip of catheter was not found.